Manufacturer narrative:
(B)(4). The device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. The device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device fired and then would not release from the cystic duct. They surgeon than manually removed the device by pushing on the trigger several times. They completed the procedure with a new like device. There was no patient consequence reported. Analysis.